Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs slim tip lead, model: mn10450-50a, UDI: (B)(4), batch: ab2382 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy for existing pain in the right foot. Surgical intervention was undertaken on (B)(6) 2024 wherein an additional right s1 lead was added/implanted. Therapy was restored.